Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following results generated on an architect c4000 analyzer, sn: (B)(4): sodium: initial= <100 mmol/l, retest= 133 mmol/l. Potassium: initial= 1.6 mmom/l, retest= 4.7 mmol/l. Cholride: initial= <50 mmol/l, retest= 97 mmol/l. The initial results were not reported from the lab. The sample was then retested on another architect csystem in the lab and generated results similar to the retest values of the first analyzer. There was no impact to patient management reported.

Manufacturer narrative:
The customer, with the guidance of an abbott technical representative (over the phone), inspected the architect c4000 analyzer. The cuvette wash system, dispense components, and mixers were inspected. Proper sample handling and centrifugation was discussed. The sample probe, list number (B)(4) was replaced and determined to be worn out from normal use and the reagent probe, list number (B)(4) was replaced as a precaution. Subsequent instrument operations were acceptable. An instrument service history review revealed no additional erratic or discrepant results reported on the analyzer at this site, nor did it identify any service or complaint issues that may have contributed to this issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting and system maintenance procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.